Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. Medical device expiration date: unknown. Device manufacture date: unknown. Investigation summary: level a investigation. Complaint evaluation / complaint history check for the event(s) that occurred. Severity: s_1__; occurrence: unable to perform complaint lot history check for needle hub separates, shield does not detach as intended and plunger rod difficult to move due to unknown lot number. Investigation summary: no samples (including photos) were returned therefore the complaint could not be confirmed and the root cause is undetermined. If samples are received in the future the complaint will be reopened for further investigation. Unable to perform DHR check for needle hub separates, shield does not detach as intended and plunger rod difficult to move due to unknown lot number. As no samples and/or photo(s) were received the investigation concluded: unconfirmed: bd was not able to duplicate or confirm the customer¿s indicated failure as no samples or photos were returned. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored monthly. Our business team regularly reviews the collected data for identification of emerging trends. Root cause cannot be determined at this time as the issue is unconfirmed as no samples or photos were returned. Rationale: based on the investigation, no additional investigation and no CAPA is required at this time.

Event description:
It was reported that relion® insulin syringe needle hub separated and the plunger is difficult to move. This was discovered during use. The following information was provided by the initial reporter: material no.: 328512 batch no.: unknown it was reported by the consumer that the needle hub separated, the shield is difficult to remove and the plunger is difficult to move. Relion consumer reported: needle hub separated, shield difficult to remove, plunger difficult to move, incident dates not available, more than one box with issues. No lots available.